Manufacturer narrative:
After further review MFR# (B)(4)is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsymphony¿ waste under minimal pressure leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the leaking fluid was waste and its not contained within instrument. Please confirm the following safety question(s) was there spray of fluid under pressure? - "yes under slight pressure 4psi from fluidic system waste from flowcell". Was the waste mixed with decontamination or bleach? - "no".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsymphony¿ waste under minimal pressure leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the leaking fluid was waste and its not contained within instrument. Please confirm the following safety question(s): was there spray of fluid under pressure? "Yes under slight pressure 4psi from fluidic system waste from flowcell." Was the waste mixed with decontamination or bleach? "No."